Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification needle was broken during the cataract vitrectomy combination procedure. The procedure was completed on the same day. There was no report of patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The report of phacoemulsification (phaco) tip broken is confirmed based on the photo provided, however, because a sample was not received and no lot number was provided, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the photo attached to the parent complaint, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).